Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a procedure performed on an unknown date. A retrospective review was performed by the health care facility. A "grade 3" rectal wall infiltration (rwi) was identified which involved a misplacement into the patient's prostate causing urethral kinking. The patient's radiation treatment was delayed. At this time, boston scientific has been unable to obtain additional details despite good faith efforts.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4).